Event description:
It was reported that the biomedical engineer (be) received an external pulse generator (epg) from the nurse who indicated that while the epg was in use on a patient, it had "very erratic" output behavior. The be further indicated that the nurse discontinued the use of the epg. The be tested the epg and observed the similar behavior. Technical services (ts) recommended that the use of the device be discontinued and to send the epg back to the manufacturer for analysis. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).